Manufacturer narrative:
Investigaton: bd did not receive samples and/or photos from the customer facility for investigation. A review of the device history record was completed for the incident lot number and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. A CAPA was initiated for this issue in order to establish a root cause and implement necessary corrective actions. Based on the investigation, the most likely root cause has been identified for the reported incidents, and a CAPA has been initiated to document the investigation and root cause analysis of the reported incidents. (B)(4).

Event description:
It was reported that the safety mechanism on the 23 g x .75 in bd vacutainer® winged safety push button blood collection set with 12 in tubing and luer adapter broke apart when trying to activate. Blood splatter did occur but there was no report of injury or medical interventions.